Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's husband found the patient in a hypoglycemic shock and called the ambulance. It was indicated that the cgm was displaying a value of 114 mg/dl compared to the bg meter reading of 30 mg/dl. The patient received a glucose infusion at the hospital and was released a few hours after treatment. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).